Manufacturer narrative:
Image review: three static images were provided for review. The patient¿s executive summary was not included, so a complete anatomical assessment could not be performed. However, one of the images provided showed significant leaflet calcification of the aortic valve. The image of the fluoroscopic valve load inspection shows no evidence of a misload. During the first deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was withdrawn, and a new valve was implanted after another pre dilatation of the aortic valve. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated image review: three static images were provided for review. The patient¿s executive summary was included, so a complete anatomical assessment could be performed. The patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 92.2mm with a perimeter derived diameter of 29.4mm suggesting a 34mm valve. There was significant leaflet calcification of the aortic valve. The image of the fluoroscopic valve load inspection shows no evidence of a misload. During the first deployment attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was withdrawn, and a new valve was implanted after another pre dilatation of the aortic valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, upon fluoroscopic inspection, there was no misload identified. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. Upon 80% deployment in cusp overlap view, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 mm. Subsequently, the valve was withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs). The valve load appeared optimal upon fluoroscopic inspection. Another pre-implant bav was performed using a 26 mm non-medtronic balloon, and the new valve was successfully implanted. Following the implant of the valve, there was no paravalvular leak (pvl) and a mean gradient of 3 millimeters of mercury (mm hg) was noted. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a procedural delay of 10 minutes occurred. No patient complications were reported as a result of this event.